Event description:
It was reported that the patient presented in clinic for initial right atrial (ra) lead implant procedure. After procedure, it was noted that the ra lead exhibited high capture threshold due to thrombus in the lead. The ra lead was then found to have a component broken. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were ¿threshold increased¿, and "the small white inner ellipsoid had fallen out". As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported event of "the small white inner ellipsoid had fallen out" was confirmed. Visual inspection of the lead found the steroid plug was missing consistent with procedural damage. The cause of "the small white inner ellipsoid had fallen out" is consistent with procedural damage. The reported event of ¿threshold increased¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.